Event description:
It was reported that an aseptico endo itr was not consistently reversing and possibly caused a non-dentsply file to separate; the canal was filled with the separated piece in place.

Manufacturer narrative:
Because evaluation of the unit is not complete as of this MDR evaluation and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.